Manufacturer narrative:
Device evaluation not possible as it remains in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- spine fracture due osteoporosis levels implanted- 2 level it was reported that intra-op, the bone cement invade the anterior part of the vertebral body. The case was schedule for two levels. The access to the pedicle was done properly. Drilling was done to give access to the balloons. The creation of the cavity with the balloons was good. Then the bone cement was prepared, but to contain lumps. It did not allow to complete the preparation (there is a pir related to this issue). The second backup unit was successfully mixed and prepared. Bone cement was transferred to the cartridge. Cartridge was mounted in the cds gun and attached to the delivery needle. The cds gun was successfully purge. The complete system loaded with the bone cement was checked. The user pressed the cds trigger 4-5 times and around the 1.5 cm3 of bone cement was released. Approximately after 2 minutes the bone cement was began to be prepares, the doctor began to deliver the bone cement in the cavity of the lower level. The user realize that all the bone cement was delivered in the cavity. According to calculation, 1.5 cm3 of bone cement was discharged during cds gun purge that another 1 cm3 remained in the access needle, so 5.5 cm3 of bone cement were de livered in the first cavity. It was checked with doctor that they have pushed the trigger gun 4-8 times. But, as discussed with the doctor, they had triggered it about 27 times (number of triggers push that needs to be done to deliver 5.5 cm3). As a consequence of this, the bone cement had filled the entire cavity and began to rise up the pedicle and invade the anterior part of the vertebral body. The delivery of bone cement was checked live with the x-ray system. The procedure continued in the other side with the same system cds with the other cartridge that was prepared. By that time the bone cement was more dense due to the elapsed time since it bone cement was mixed. The moment in which is was going to be applied. For the upper level a new kit was used but it was only needed to use the delivery needle, cartridge and the cds gun. The cement was stored at proper temperature(s) before and during the procedure(below 25°c during storage; 23 +/-1°c for 24 hours prior to use). There was a delay in overall procedure time as a result of this event. The procedure was completed successfully with a new product. There was cement extravasations, but the patient was asymptomatic. There were no patient complications as a result of this event. As it is indicated in the product performance report. The cds gun is design to deliver 0,2 cm3 of cement every time it is trigger. During the cds purge 1,5 cm3 where discard. We estimate that 1 cm3 remain in the bone filler. That means that around 5,5 cm3 were ready to cement the balloon cavity. This means that at 0,2 cm3 ratio by each trigger of the cds gun it is required to do so more than 27 times. This is the amount of cement which is unexpectedly delivered and everyone in the or agrees that the cds gun was not trigger so many times. As a consequence of delivering 5,5 cm3, the x-ray image shows that a cement extravasation was occurring. It has been determined that this event produced an extravasation of the cement.